Event description:
It was reported that the patient felt a ¿pop¿ and painful stimulation in the occipital region after lifting groceries. It was further reported that there was a lead dislodgment. The device was reportedly surgically revised and put back into the original position. It was note that x-ray results showed that the right lead had dislodged. It was also noted that the issue resolved without sequelae. It was later reported that there was an undesirable change in stimulation.

Manufacturer narrative:
Product ID 389156 lot# j0454404v, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead product ID 389156 lot# j0454404v, implanted: 2005 (B)(6), explanted: 2012 (B)(6), product type lead product ID 389045 lot# j0313975v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 389045 lot# j0313975v, implanted: 2003 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).